Event description:
The customer indicates that the tip of the cannulated screwdriver shaft "broke when the screw was being placed in the tibia". Attempts to retrieve the broken tip were unsuccessful. Decision made to leave the piece in the patient and procedure was finally completed with 30 minutes delay. A second intervention has not been deemed necessary.